Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that mobile view station (mvs) booted up with a patient database error. Cleared database and reloaded mvs application software. Performed system checkout, o-arm is operational. No parts replaced.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system had a corrupt mvs database. No patient present.